Event description:
It was reported that a person using an ilet with subcutaneous insulin experienced sustained hyperglycemia with a highest sensor glucose of 400 mg/dl over three days, while using an inset infusion set on the abdomen and a g7 continuous glucose monitor (cgm). The user observed insulin leaking within the cartridge during a secondary cartridge change and reported no user error connecting the cartridge, after which a full supply change was completed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization or emergency treatment. Investigation included complaint intake, troubleshooting, and user education regarding infusion set and cartridge handling. Investigation of this case revealed a suspected cartridge leak consistent with a device component issue involving the cartridge, with secondary infusion set failure logged, and no evidence of user error identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was a device-related leak in the cartridge leading to inadequate insulin delivery.

Manufacturer narrative:
Initial.